Event description:
The customer reported via phone call that they were dispatched through emergency room due to low blood glucose level on (B)(6) 2022. Customer¿s blood glucose level was 25 mg/dl at the time of hospitalization. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer alleges insulin pump was over delivering insulin due to multiple occurrences of low blood glucose level. Customer was assisted with troubleshooting for high blood glucose level. No further patient complication were reported. The device will return for analysis. Unomed set.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, customer notified medtronic stating customer got a replacement insulin pump because of the recall and has been having multiple low blood glucoses for the past three weeks that started on (B)(6) 2022, at an unknown time. Emergency medical services were dispatched on (B)(6) 2022 at unknown time with a blood glucose of 25 mg/dl at the time of the event. Device was active within 48 hours of the event. Customer currently reports having a low blood glucose of 35 mg/dl, without symptoms, and treating it with food. Customer does not use a linked glucometer. Reservoir is showing less insulin than shown on status on day of call. Customer alleged over delivery. The device was returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged possible over delivery and ems dispatched for low blood glucose found on august 12, 2022 (as per ss event date), however, the customer's notes stated, emergency medical services dispatched for low blood glucose on (B)(6) 2022. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at (B)(4). Successfully downloaded history files and traces using thus. Successfully uploaded insulin pump to carelink. In further full review of the insulin pump history/traces on the ss event date of august 12, 2022, there is no unexpected alarms/suspends and found manual bolus delivery of dailytotalofbolusinsulindelivered = 6 u. August 12, 2022 05:58:24.000 normalbolusdelivered normalbolusamountprogrammed = 2 bolusamountdelivered = 2 august 12, 2022 15:04:38.000 normalbolusdelivered normalbolusamountprogrammed = 4 bolusamountdelivered = 4 in further full review of the insulin pump history/traces as per the customer's note low blood glucose event date of august 05 2022, there were no bolus recorded and no unexpected alarms/suspends noted. The insulin pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board1, electrical board2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.8 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The insulin pump passed all the required testing. Unable to verify customer alleged for low blood glucose. The force sensor is within specification and the motor functioning properly. Customer alleged for possible over delivery was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5.